Event description:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility: "while attempting to place a venatech lp when the device deployed from the catheter the filter never opened. It ended up unopened in the patient's right atrium. After many attempts we successfully retrieved the device without any known harm to our patient."